Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The stapler reload 30 was analyzed and found the installation tool and removal tool were detached from the reload upon return. Both were re-installed and removed from the reload without issue. Reported complaint is unable to confirmed or verified. It was observed that the reload was returned with a missing staple. Specifically, 1 proximal staple was absent from its designated pocket. No damage to the cartridge material was observed. The reload was not fired. The probable root cause is consistent with use conditions, such as inadequate alignment of the reload tail during installation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the endowrist 30 stapler gray reload disengaged from the installation tool prior to installing the reload onto the reload channel. No fragment fell inside the patient. No known impact or patient consequence was reported.